Event description:
The patient stated that, she experienced a separation of the infusion set tubing at the luer-lock connection. She believed that this separation was the cause of elevated blood glucose values. She stated that, she awoke in 2007 feeling "very tired". She then measured her blood glucose and observed a reading of 580 mg/dl. She reported a normal blood glucose range of 100-130 mg/dl. She then inspected her infusion set and discovered that the inner and outer tubing had "cracked." She noted that insulin had leaked as a result of the separation. She replaced the cracked tubing. She then administered insulin by injection in order to decrease her elevated blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and the product was requested to be returned for evaluation.